Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, a loss of capture, and was no longer able to sense the atrial signal. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: etcf3636c49e, stent graft: implanted: (B)(6) 2017. Etlw1620c146e, stent graft: implanted (B)(6) 2021. Etlw1620c156e ,stent graft: implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.